Event description:
It was reported that the scrub nurse orthopedic from (B)(6) hospital, reported the following event to sales rep: "on (B)(6) 2013, orthopedic surgeon, was performing a tka with a triathlon. During the surgery, one of the pins of the 4:1 cutting block became loose. This was a size 5, 4:1 cutting block ((B)(4)). Surgeon retrieved the pin from the patient. The nurse mentioned that the pin was not broken, but released from the block/welding point."

Event description:
It was reported that the scrub nurse orthopedic from (B)(6) hospital, reported the following event to sales rep: "on (B)(6) 2013, orthopedic surgeon, was performing a tka with a triathlon. During the surgery, one of the pins of the 4:1 cutting block became loose. This was a size 5, 4:1 cutting block (B)(4)). Surgeon retrieved the pin from the patient. The nurse mentioned that the pin was not broken, but released from the block/welding point."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Device evaluation not performed as no product was returned for inspection. Medical records evaluation not performed as no patient information was provided for review. Device history review not performed as no lot ID was provided for review. Complaint history review not performed as no lot ID was provided for review. Inspection of the reported device would be required for confirmation. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly.